Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced scarring, granulation tissue, vaginal bleeding, suture erosion, mesh erosion, pain and subsequent correction procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.